Event description:
It was further reported that the patient was hospitalized after the procedure, and has made a full recovery.

Manufacturer narrative:
B5: event description: updated h6: imf (annex f), health impact: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, an pericardial effusion was noted on intracardiac echocardiography at the conclusion of a left atrial appendage occlusion leak closure with another manufacturer's device. It was noted that the case was a combined cardiac ablation and left atrial appendage occlusion (laao) procedure. A pericardial tap was performed to drain blood, followed by a pericardial window created through cardiothoracic (CT) surgery. It was further reported that a tear at the base of the left atrial appendage was noted, and surgical repair of the tear was performed. The procedure was completed. No further patient complications have been reported as a result of this event.